Event description:
The manufacturer received information alleging a malfunction of the device's screen froze and unresponsive. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a malfunction of the device's screen froze and unresponsive. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. There was no significant event in the event log and reinstalled the software to address the issue.